Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The reported error was confirmed. The main board needs to be replaced to address the reportable malfunction/issue. Additionally, overall checks, cleaning, and a function test was performed.